Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that the patient was unable to take medicine with the bd ultra-fine¿ insulin syringe. This occurred on 2 separate occasions. No serious injury or medical intervention was reported.

Event description:
It was reported that the patient was unable to take medicine with the bd ultra-fine¿ insulin syringe. This occurred on 2 separate occasions. No serious injury or medical intervention was reported.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 7352856. All inspections and challenges were performed per the applicable operations qc specifications. There were four (4) notifications [(B)(4)] noted that did not pertain to the complaint. There was one (1) notifications [(B)(4)] noted for hooked cannula. There was one (1) notifications [(B)(4)] noted for insufficient silicone. H3 other text : see h.10

Manufacturer narrative:
H.6. Investigation: customer returned (2) 1/2cc, 8mm, 31g syringes in an open poly bag from lot # 7352856. Customer states that they are unable to take medicine. Both returned syringes were tested and both were not able to draw properly. Both samples were then wired and the wire was not able to pass through the cannula, indicating that there is an adhesive clog in the cannula. A review of the device history record was completed for batch# 7352856. All inspections and challenges were performed per the applicable operations qc specifications. There were four (4) notifications [200732392, 200731548, 200732391, 200732516] noted that did not pertain to the complaint. There was one (1) notifications [200732632] noted for hooked cannula. There was one (1) notifications [200732065] noted for insufficient silicone. Bd was able to duplicate or confirm the customer¿s indicated failure (adhesive clog). Possible root cause: this was possibly a transfer problem at the cannulator, whereby a cannula falls loose onto the table causing the next hub to receive a larger amount of adhesive which may in turn create a run over into that hub at which time a clog could occur.

Event description:
It was reported that the patient was unable to take medicine with the bd ultra-fine¿ insulin syringe. This occurred on 2 separate occasions. No serious injury or medical intervention was reported.